Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing lead impedance measurement greater than 2000 ohms along with noise and oversensing. No pacing inhibition was noted. A lead fracture was suspected. When the lead was tested via the pacing system analyzer (psa), high out of range pacing impedance measurements were also observed. No x-ray or fluoroscopy image was obtained. The ra lead was surgically abandoned and no additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.